Event description:
It was reported when the patient presented in clinic for routine follow up. Upon interrogation, it was noted the device was less than 3 months to eri. The patient was seen in (B)(6) 2017 and the device was showing an estimated longevity of 1.5 months. It was noted that no programming changes were made in june that could account for the faster than predicted drop in longevity estimate provided by the programmer. Abbott technical services indicated that the programmer was providing inaccurately long longevity calculations. It was also confirmed that the device had not prematurely triggered eri and had reached overall expected longevity at the time of the call even before triggering eri. The physician elected to explant and replace the device. No further information is available at this time.

Manufacturer narrative:
Analysis was normal. No anomalies were found. Auto-capture was enabled on the device causing battery depletion that would not be factored into the longevity estimate calculated by the programmer. Further testing determined the device had reached elective replacement battery levels due to normal depletion.

Event description:
New information received states that the patient condition was stable before, during and after the procedure.